Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead had been showing a steady increase in pacing impedance. At this point the values have been high, out of range. The cardiac resynchronization therapy defibrillator had been emitting tones. There was no noise on presenting on lv electrogram channel and threshold trend was stable. A patient related condition or a calcification were suspected as the possible causes. Reprogramming the upper limit alert was recommended for this lv lead that remains in service. No adverse patient effects were reported.